Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Correction *citation stem* previously reported as unknown accolade stem. Reported event: an event regarding disassociation, fretting/ metalosis and abnormal ion level involving a citation stem which was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: on (B)(6) 2008 op note "complex right primary tha" diagnosis: "... Right hip degeneration ... Avn femoral head... Pelvic bone deficiency." "54 trident titanium acetabulum with 4 screws, #5 right citation tmzf stem, 36/+5 lfit head, femoral head autograft to acetabulum fixed with 2 ao screws. Uncomplicated surgery. On (B)(6) 2018 x-ray report "... Fracture/disconnection ... At the femoral head neck junction ..." 6/28/18 op report "right hip femoral stem revision. Orif right greater troch fracture." P/o diagnosis "catastrophic trunn ion failure ... Metallosis ...""... Large amount of black synovial fluid ... Femoral stem removed with ... Burr and osteotomes ..." Revised to rest. Modular 18/155 stem, 21/+10 body, +4 biolox head for mdm liner. Orif greater trochanter with 2 dall-miles cables. Uncomplicated surgery. On (B)(6) 2018 surgical pathology report: "synovium with metal debris ..." On (B)(6) 2018 intra-op cultures report: ".. No organisms seen ... No growth after 5 days ...' No clinical or pmh, no patient demographics, no imaging studies, no blood levels of cobalt or chromium reports, no examination of explanted components. Based upon the information available for review, no confirmation of the event description or preparation of a medical report is possible for this case. Update: female patient, dob (B)(6) 1940 whose date of implantation is listed as (B)(6) 2008 and explantation (B)(6) 2018. The event description states: " ... Lawsuit ... Implanted with lfit v40 femoral head ... Right hip ... Suffered injuries as a result of implantation and explantation of the device and excessive levels of chromium and cobalt in her blood." On (B)(6) 2020 my previous report on this case including review of (B)(6) 2008 operative reports, on (B)(6) 2008 x-ray report,6/28/18 surgical pathology report, on (B)(6) 2018 intra-operative culture report. The same data is once again available for review and the conclusion of my previous report is unchanged in that insufficient evidence is presented to either confirm the event description or prepare a medical report for this case. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: clinician review of provided medical records revealed that no confirmation of the event description or creation of a medical report is possible. The reported citation stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of a CAPA. No further investigation is possible. Additional information including patient demographics, clinical or patient medical history (pmh), primary tha operative report, imaging studies, examination of explanted components, and lab or surgical pathology reports are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding crack fracture¿involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: (B)(6) 2008 op note "complex right primary tha" diagnosis: "... Right hip degeneration ... Avn femoral head... Pelvic bone deficiency." "54 trident titanium acetabulum with 4 screws, #5 right citation tmzf stem, 36/+5 lfit head, femoral head autograft to acetabulum fixed with 2 ao screws. Uncomplicated surgery. (B)(6) 2018 x-ray report "... Fracture/disconnection ... At the femoral head neck junction ..." (B)(6) 2018 op report"right hip femoral stem revision. Orif right greater troch fracture." P/o diagnosis "catastrophic trunn ion failure ... Metallosis ...""... Large amount of black synovial fluid ... Femoral stem removed with ... Burr and osteotomes ..." Revised to rest. Modular 18/155 stem, 21/+10 body, +4 biolox head for mdm liner. Orif greater trochanter with 2 dall-miles cables. Uncomplicated surgery. (B)(6) 2018 surgical pathology report: "synovium with metal debris ..." (B)(6) 2018 intra-op cultures report: ".. No organisms seen ... No growth after 5 days ...' No clinical or pmh, no patient demographics, no imaging studies, no blood levels of cobalt or chromium reports, no examination of explanted components. Based upon the information available for review, no confirmation of the event description or preparation of a medical report is possible for this case. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: based upon the information available for review, no confirmation of the event description or preparation of a medical report is possible for this case. The reported stem was mated with a v40 metal head that identified to be within scope of lot specific voluntary recall that was initiated for the lfit v40 cocr heads within scope of a CAPA. Additional information including device details, progress notes, x-rays, patient demographics, blood levels of cobalt or chromium reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.